Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to corrupt software installation. The firmware was re-loaded to resolve the report. It was not determined what caused the firmware to become corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.